Event description:
It was reported that the pulse generator exhibited a sensing anomaly. The device was reprogrammed and the issue ceased. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).